Event description:
I wear a baha 4 (bone anchored hearing aid) device from cochlear americas. As I walked my dog through the park, some young adults hit me on the head, directly on the device, with a baseball. The device flew off and required repair. In addition, the titanium abutment/implant broke and the surrounding skin became infected. I needed debridement surgery. I also need a new abutment but cochlear did not cooperate with this. My doctor attempted to repair the device but the damage was severe. Surgery on (B)(6) 2016.